Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing. Upon review of the presenting electrogram (egm), technical services (ts) stated that there was a non-sustained ventricular tachycardia (nsvt) event and one undersensend beat which falls in atrial pacing blanking periods and was not marked. Ts recommended to consider programming options. The health care professional (hcp)stated that this patient is scheduled for therapy upgrade procedure soon. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing. Upon review of the presenting electrogram (egm), technical services (ts) stated that there was a non-sustained ventricular tachycardia (nsvt) event and one undersensed beat which falls in atrial pacing blanking periods and was not marked. Ts recommended to consider programming options. The health care professional (hcp)stated that this patient is scheduled for therapy upgrade procedure soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted as part of therapy upgrade.